Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels from (B)(6)2023 of 41 mg/dl and the bg value displayed as 'low' on the continuous glucose monitor (cgm). The low bg causes were not known. Customer consumed carbohydrates to address bg for all low bg levels. Recommendation was made to consult with a healthcare provider to discuss diabetes management.